Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital with a fungal infection. It was reported that the patient was probably not following proper procedures and the pd catheter might need to be replaced. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient reported to the pd clinic on 20/nov/2020 with abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with cefazolin and ceftazidime (dose, frequency, and duration unknown). The pd effluent culture resulted positive for cryptococcus laurentii, a fungus. The white cell count of the pd effluent was >2,000 (unknown units). On 23/nov/2020 the patient reported increased abdominal pain and no improvement in symptoms. The patient was instructed to go to the hospital where he was admitted for the fungal peritonitis. The patient¿s antibiotics were changed to anti-fungal drugs (type, dose, frequency, and duration unknown). The patient¿s pd catheter (not a fresenius product) was pulled in accordance with international society for peritoneal dialysis (ispd) guidelines protocol for fungal peritonitis. The patient was transitioned to hemodialysis (hd). It could not be confirmed if the patient remains hospitalized; however, the patient is waiting for a chair to become available at the clinic to initiate in-center hd therapy. No hospital records were available. The pdrn reported that the patient did not have any recent antibiotic therapy or hospitalizations (a prominent risk factor for fungal peritonitis). The cause of the peritonitis was unknown. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of fungal peritonitis with hospitalization and removal of pd catheter with transition to hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Per the pdrn the cause of the peritonitis is unknown, but the initial report by the patient contact stated the patient was probably not following proper procedures. The culture result of cryptococcus laurentii suggests a breach in aseptic technique as this is a species identified in many environmental sources including water, soil, and pigeon droppings as well as some food items like cheese, milk, and beans. The removal of the pd catheter is standard protocol for fungal peritonitis in order to provide the patient improved outcomes and reduced mortality. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s fungal peritonitis.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid in the recesses of the bottom cover adjacent to the pump assembly, on the bottom cover behind the front panel assembly, and on the inside of the top cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.